Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was a co2 leak from dissection cannula. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that there were no non conformities with the device. The cannula and the short port were received. There were no signs of clinical usage and minimal evidence of blood. To further investigate, a leak test was performed on the cannula using a reference 5 mm endoscope and a cannula plug. The device passed the leak test per requirements in the product specifications. In addition, a leak test was performed for the short port and it passed the leak test. Based upon the findings above, the reported complaint for "co2 leak" could not be confirmed. Internal file number - (B)(4).